Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted during a cystoscopy and midurethal sling placement procedure performed on (B)(6) 2016 to treat a patient with stress urinary incontinence. As reported by the patient's attorney, the patient experienced an unknown injury. The patient was scheduled for follow-up two weeks and six weeks post procedure. Oral antibiotics was prescribed to the patient for prophylaxis.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2016, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Correction: this was previously reported under MFR report 3005099803-2021-07262. Any new event information will be sent under MFR report 3005099803-2021-07262. Block b3 date of event: date of event was approximated to february 19, 2016, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6) md (B)(6) private hospital (B)(6). Block h6: patient code e2401 captures the reportable event of unspecified injury. Impact code f12: serious injury has been used in the light of the patient seeking legal recourse for an unspecified personal injury related to the device. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted during a cystoscopy and midurethal sling placement procedure performed on (B)(6) 2016 to treat a patient with stress urinary incontinence. As reported by the patient's attorney, the patient experienced an unknown injury. The patient was scheduled for follow-up two weeks and six weeks post procedure. Oral antibiotics was prescribed to the patient for prophylaxis.